Event description:
It was reported via distributor from dr. Medical center with regard to motifmesh. He stated that he has gone back in on 3 patients (with issues) implanted with motifmesh. He stated that the adhesions had occurred on the posterior side of the mesh that had to be "chipped away". They were not milky adhesions. No patient information was supplied.

Manufacturer narrative:
Motifmesh soft tissue patch instructions for use also states that a possible adverse reaction with the use of any tissue deficiently prosthesis may include but are not limited to adhesions and mechanical disruptions of the tissue and/or implant material.